Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses anios clean excel detergent to clean the scope. During manual cleaning, the customer used albyn medical brush and anios clean excel detergent to brush clean the scope. The customer manually disinfects the scopes using anioxyde 1000. Olympus is the customer¿s maintenance company. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for greater than one (1) colony forming unit (cfu) of staphylococcus warneri on (B)(6)2022, tested positive for greater than 100 colony forming unit (cfu) of staphylococcus warneri on (B)(6)2022, and tested positive for one (1) colony forming unit (cfu) of champignons envoyés en mycologie on (B)(6)2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where it was found that there were abnormalities inside the channel, a channel mount deformation, a bundle fiber fracture, and cracks inside the channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to determine the relationship between the device and a positive culture event. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor the field performance of this device.